Manufacturer narrative:
The insulin pump had intermittent escape and act button response due to flattened button dome switches. The insulin pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that customer experienced keypad anomaly. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).